Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received, as no devices, images or medical records were provided. A review of the device history records could not be performed as the part and lot numbers were not identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown femoral, unknown tibia.

Event description:
It was reported that the patient underwent a tka on an unknown date. Subsequently, the patient was indicated for a revision due to unknown reasons. Attempts have been made and no further information has been provided.